Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed states these are brand new units. Upon powering up, 8120 gave a "calibration required" message. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: recommend to calibrate unit. Biomed wants to send in unit since it is under warranty. Gave number to com and let her know to call in an hour when they open. Biomed ended call.